Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter was returned and the reported dilator leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis was unable to confirm a leak. The device was checked 3 times and no leak was observed. A definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The patient and device codes in f10 were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak on the y-valve. It was reported that during preparation of the steerable guiding catheter (sgc), while de-airing the dilator, a leak was observed on the y-valve. The valve was attempted to be closed, but the leak continued. The sgc was not used in the anatomy, and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.